Manufacturer narrative:
According to the gore® viabil® biliary endoprosthesis instructions for use (IFU), this product is not intended for removability and is considered a permanent implant. Specifically, removal of the stent may be impeded by tissue/tumor ingrowth if the stent has transmural drainage holes. In addition, if the stent were placed through a previously placed open cell bare metal stent, removal may be impeded by the structure of the open cell bare metal stent.

Event description:
It was reported to gore by conmed ((B)(4)) that during an endoscopic retrograde cholangiopancreatography (ercp) procedure using the gore® viabil® biliary endoprosthesis, dr.(B)(6) had placed a viabil®. He proceeded to remove the viabil® (off label) and it began to unravel. It was lodged into the bile duct. The sales rep spoke with (B)(6) who is the lead admin at u of c and also spoke with dr. (B)(6) on the phone offering help. A month later dr. (B)(6) was able to remove the viabil® from the patient with no other issues. There was no impact to the patient. A histology kit has been ordered for the return of the explanted device.

Manufacturer narrative:
According to the gore® viabil® biliary endoprosthesis instructions for use (IFU), this product is not intended for removability and is considered a permanent implant. Specifically, removal of the stent may be impeded by tissue/tumor ingrowth if the stent has transmural drainage holes. In addition, if the stent were placed through a previously placed open cell bare metal stent, removal may be impeded by the structure of the open cell bare metal stent. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6 investigation conclusions: corrected to d15 cause not established.